Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 87 31sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the physician had given the patient ¿a portion in her pump because it was dry¿; they had given the patient the wrong refill date. The patient was due to see her physician in two days for him to ¿finish filling it up¿. At the visit, the patient was also given a prescription for hydrocodone. It was stated that the patient started getting sick, and went into renal failure because of the hydrocodone. The patient was taken to the hospital twice. As of the date of report, the patient was hospitalized for the renal failure and was no longer in the ICU; as patient was in the heart division of the hospital. The patient's hospital stay duration was unknown. It was reported the patient will be moving to a skilled nursing facility for a week and then into assisted living/group home. The pump was about a quarter or less full as of the date of report, but the patient anticipated being in the hospital for a while and therefore would miss the appointment scheduled for (B)(6) 2013. It was reported that patient¿s daughter wanted the pain management doctor to refill the pump which was not possible do to hospital privilege issues. The pump was delivering dilaudid.